Event description:
Information was received from a patient implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient experienced a sharp pain at the implant site whenever he inhaled. If the patient moved a certain way he would feel the sharp pain move to his hip and to his right leg. It was noted that the patient currently had stimulation turned off. There were no falls or trauma reported that could be related to this issue. The patient was to follow-up with a healthcare professional. He was currently working with his primary care physician at the veteran's affairs hospital in (B)(6). The patient's physician was working on contacting the healthcare professional that implanted the device. The issue began in (B)(6) 2016, three weeks prior to (B)(6) 2016. Additional information was received from the patient. It was reported that the patient had notified his primary care doctor and pain management doctor. The patient was scheduled for a surgery consult that was cancelled. The patient was approved for the choice program and was being referred to an outside doctor. The sharp pain at the implant site had not been resolved. The patient had been waiting since mid-may for any action. The patient had no pain relief and no appointments; nothing had been done for the sharp pain at the implant site and radiculopathy on the same side. The patient was not using or able to charge the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.